Event description:
Pt revised due to loosening of stem. Stem implanted in varus, due to incorrect size, replaced with a larger implant.

Manufacturer narrative:
Examination was not posible, as the product was not returned. A search of the complaint database found no prior reports for this problem for this part and lot number combination. Although the complaint is non-verifiable, provided info states the product is not suspected of failing to meet specifications . Provided info also states the stem was implanted in varus due to an incorrect size of stem. Based on the investigation, the need for corrective action is not indicated. Should additional info be received the investigation wil be reopened. Depuy considers the investigation closed.